Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the right ventricular lead exhibiting noise oversensing resulting in inappropriate charges and high voltage therapy to the patient. It was noted that the lead was fractured. On (B)(6) 2020, the lead was capped and replaced successfully. There were no other adverse consequences to the patient.